Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having intermittent difficulty charging the pump. Customer reported blood glucose level was not impacted. A replacement usb cable and wall adapter were sent to the customer. Follow with the customer confirmed that the pump was able to be successfully charged using the replacement charging supplies.